Event description:
It was reported that the pt states she has been having pain and instability in her left hip for almost two yrs. Pt says when she steps down on the left foot and transfers her weight to it her hip feels like it is going to give way. She cannot walk normally up the stairs and can¿t put her weight on it. She has had eight weeks of physical therapy and multiple cortisone shots over the past two yrs. She states that she has difficulty walking and can walk only limited distances because the pain increases with distance. The pt has not visited her doctor since receiving the recall notification. The pt will schedule an appointment with her surgeon for f/u and the appropriate testing.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.